Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a laparoscopic right colectomy procedure. The stapling device was applied to the colon. Post operatively, the patient had bleeding. At post-op day 0, the patient had to be brought back to the operating room to over sew the staple line that was leaking and bleeding. Oversewed 2x mid staple line. There was 40ml ebl blood loss. The length of stay in the hospital was five days longer than average.